Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced chest pain, and there was atrial undersensing observed during atrial fibrillation (af) episodes. The patient was scheduled to undergo a transesophageal echocardiography and cardioversion procedure the following day. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.